Manufacturer narrative:
Results conclusion: the separator has a break in the core wire approx 20cm proximal from the distal tip. The spiral wrapping wire remains attached. The separator is non-functional. The separator appears to have had too much tensile force applied to it. This could be the result of pt anatomy or use with a reperfusion catheter with a compromised lumen. A catheter was returned with the separator and a flat spot was observed in the distal section. The flat spot may have captured the separator bulb when it was withdrawn. If the physician then continued to pull on the separator against resistance the core wire of the separator may have broken. However, there is not enough info to determine what caused the add'l force placed on the separator that led to the break. The penumbra sales rep attempted to get add'l info regarding the case, but the physician was unwilling to discuss it further. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was using a penumbra sys reperfusion catheter 054 and separator 054 to clear a hard clot. She was able to open up the carotid t to the m1. The physician attempted to remove the separator, resistance and continued to pull until the separator wire unraveled. There was no significant vessel tortuosity noted. The penumbra sales rep spoke with the physician and reminded her to pull the reperfusion catheter and separator out as a unit if resistance is met, and never pull forcibly on the separator. This MDR is associated with mdrs 3005168196-2011-00135 through 3005168196-2011-00138.